Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer's blood glucose level. Technical support confirmed malfunction was resettable, provided partial guidance before caller ended call due to work obligations, and caller stated they would complete pump reset independently and contact technical support again if further assistance was needed or if malfunction returned.